Event description:
The lay user/patient called lifescan (lfs) on july 13, 2006, and alleged that her meter was prompting the battery symbol. The medical affairs specialist (mas) mailed a letter in july since the user could not be reached by telephone for further clarification. The mas was able to review the recorded telephone call between the patient and the customer service representative to obtain further information. The patient reported that on the night of july 7, 2006, she was able to test on her meter, obtaining a result of 150 mg/dl. She normally tests twice a day. She attempted to test the following morning and the battery symbol appeared on the display; the patient was unable to test her blood glucose. She attempted to test that evening and the following morning, but was having the same problem. She takes glucophage and glyburide and continued to take those as prescribed. On july 10, 2006, she began to experience frequent urination. She called a triage nurse, who advised her to take 1 extra glucophage pill and half of a pill of glyburide. The patient did not have another device to test her blood glucose. It would have been helpful to know the date that she called her nurse and how the patient felt after taking the extra medications. The patient had not replaced her battery since obtaining the meter, 6 to 8 months ago. This complaint is being reported, as the meter issue was not resolved, and the patient subsequently experienced hyperglycemic symptoms, which required intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.